Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found mechanical damage on universal surgical manipulator (usm) 1. Fse replaced usm1 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm1 was analyzed and the reported mechanical damage on usm1 was confirmed and replicated. In logs, no error was found related to the reported event. Upon visual inspection, the carriage top plate was found to be cracked. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where ¿direction test¿ was found to be failing. Once testing was completed, the carriage top plate and carriage degrees of freedom (dof) 8 were further inspected and were verified to be the source of the fault. The complaint was confirmed based on failure analysis. A review of the provided images was consistent with the complaint. The probable root cause of the reported event involving mechanical damage on usm1 is attributed to the cracked carriage top plate and issues with dof 8.

Event description:
It was reported that during a training/demo of the da vinci system, the universal surgical manipulator (usm) 1 was broken. Technical support engineer (tse) reviewed the system logs but found no errors. The image provided showed the cover pins were broken on usm1. There was no report of patient involvement.